Event description:
It was reported by dealer that the fork is bent, the dealer spoke with (B)(4) and he stated he had no additional information. I was not able to speak to the dealer so I was not able to ask the protocol questions.